Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the physician was questioning the left implantable neurostimulator (ins) battery longevity. It was stated that the left and right ins were programmed with the same setting, but it is unknown what the therapy impedance was for the right ins. Impedance measurements were taken and both the left and right ins were within normal limits, with the right ins reading at 2.55 v and the left ins reading at 2.9 v . A longevity estimate was performed for the left ins which showed elective replacement at 3.07 years and end of service at 3.32 years. Both inss were replaced on date notified. Follow up with the healthcare professional (hcp) is to be conducted. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.